Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1720 and had a screen damage. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned with a lightly scratched lens. The event history log was reviewed and there was an error 1720. The pump was ran in user mode and the reported issue and the reported issue was able to be duplicated. This is a power_backup_capacitor_failure. The system is not reading the correct voltage on the backup cap and a repair or replacement is required. Six attempts were made to power the unit up and it alarmed with a 1720 error three times. The backup capacitor is faulty and will be replaced to resolve the issue.